Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: investigation of this complaint was limited because no sample nor lot number were provided. Customer is claiming damage of inner cannula. Blu line ultra inner cannula is disposable device which is regularly cleaned by customer. Its lifetime depends mainly on cleaning technique and force used during cleaning. Inner cannula shall be replaced as required based on its condition (as described in inner cannulas instructions for use, see e.g. IFU as10002537-003 rev. 100, instructions for use section, page 5, point 7: "check the inner cannula prior to insertion/re-insertion and discard if kinked or damaged." And precautions, point 5: "care should be taken to ensure that the inner cannulae do not become kinked or damaged during cleaning, and that no kinked or damaged inner cannulae are re-inserted into the tracheostomy tube".). To verify blu line ultra inner cannulas durability we recently carried out informative testing on randomly selected inner cannula samples of each size (6.0mm - 10.0mm, both fenestrated and non-fenestrated versions) from current batches to measure their performance using established standard test methods. The results are recorded in val-10027720 blu tracheostomy inner cannula ring pull and cleaning performance testing ? Hranice quality department. Based on results of the testing current blu thin wall inner cannulas were found to be suitable for its function. No trend of confirmed customer complaints have been identified.

Event description:
Information received a smiths medial tracheostomy/pvc - portex tubes blue line ultra (blu) ring pull snapped off on both devices while in use with the patient. No patient adverse events reported,